Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced poor separator movement which was noted during use. The following information was provided by the initial reporter: randomly, once centrifuged (2800g, for 7 minutes), we notice gel debris stuck to the tube walls (such as the gel is not able to compact and remains remain stuck in the serum area). Because of this, when these tubes enter the architect equipment, it throws an "aspiration error" alarm, which is solved by passing the serum to a new glass.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced poor separator movement which was noted during use. The following information was provided by the initial reporter: randomly, once centrifuged (2800g, for 7 minutes), we notice gel debris stuck to the tube walls (such as the gel is not able to compact and remains remain stuck in the serum area). Because of this, when these tubes enter the architect equipment, it throws an "aspiration error" alarm, which is solved by passing the serum to a new glass.